Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. A boston scientific field representative informed this patient's physician of the issues and the physician mentioned he was either going to replace the device or transfer the patient to another hospital for placement of a left ventricular assisted device (lvad). This physician only implants competitive devices and no further information will be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital for worsening heart failure. It was noted that there was no left ventricular (lv) capture; therefore, the output was increased to 6.0v@1.0ms. No adverse patient effects were reported.